Event description:
When starting IV, the IV catheter "clicked", but when the needle was removed, the needle was not secured in the device containment area. The rn operating the catheter device was almost stuck by dirty needle.